Manufacturer narrative:
During further troubleshooting, it was found that the pump was functioning as intended and no battery charging issues were identified. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose. No additional patient or event information was available